Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the right atrial (ra) lead was noted. This issue lead to an inappropriate mode switch. The lead remains in use. No patient complications have been reported as a result of this event.